Event description:
An international distributor reported that their customer's AED's battery was depleted. When tested with a spare battery pack, it powered on. They reported this did not occur during patient use.

Manufacturer narrative:
Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. As a follow up with the customer, the proper maintenance of this device was reviewed.